Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed on the septum top disk and along the column wall. A water leakage test confirmed leakage in the actuated position during testing. A definite source that caused the tears; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. Lot analysis: device/batch history record review: no. No lot number was reported for this incident: therefor no DHR review was completed. Visual analysis: observations and testing: received one used q-syte unit with no packaging. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold. Slits tears on the septum top disk. Water leak test: the q-syte unit was connected to the water leak test station and tested in the un-actuate and actuated positions. Leakage was confirmed in the actuated position during testing. Septum column tear assessment: damage (tear) was observed along the top column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No damage (tear) was observed on the septum bottom disk. The septum slit cut was not off center on any of the returned q-syte unit. Conclusions: the defect leakage, as stated as the reported code was confirmed. The source of the leakage was from the vent hole due to a column tear. Confirmed there were slit tears on the septum top disk. Root cause: relationship of device to the reported incident: indeterminate. A definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the septum of the bd q-syte luer access split-septum. Found during use. No serious injury or medical intervention noted.